Manufacturer narrative:
The pod was returned for evaluation and no problem was found that would have caused or contributed to the customer's high bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The pod functioned as intended during the evaluation and was fully capable of delivering all programmed doses of insulin. Note: the customer had reported that a "kink" was seen in the cannula. The investigation, however, found no evidence of a cannula kink. No obstruction of the fluid path was found that would have impeded or restricted insulin flow to the customer. The pump data showed consistent data related to resistance to pump, indicating no obstruction or kink during run. The pod would not have initiated an alarm (as the customer had expected), because it was not kinked or partially occluded. A review of lot qualification records was performed - the lot passed all acceptance criteria. Based on investigation results, the pod had performed as designed during testing and would not have been a contributing factor to the customer's hyperglycemic event.

Event description:
The customer's mother reported that her son had experienced consistently high bg levels (320 mg/dl - greater than 500 mg/dl) within the first 24 hours of wearing the pod. As a result of the high levels, he was taken to the emergency room. (Neither the length of the stay nor the treatment administered in the emergency room was provided). The mother noticed that there was a "kink in the cannula," though "the pod never alarmed to report an occlusion." A review of the customer's bg history indicates that, after correction boluses were administered and his basal rate was increased, his bg levels began to lower over a six-and-a-half hour period (from greater than 500mg/dl down to 320mg/dl). The pod will be returned for evaluation.